Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code ns9008, with lot crfb3k, conformed to the specifications when released to stock. Unique device identifier (UDI) : (B)(6). Failure analysis - the valve was visually inspected; the silicone housing was torn/cut around the siphon guard as well as marks on the siphon guard. The valve was flushed and no occlusions noted, leaked from the tear/cut in silicone housing around the siphon guard. The valve was leak tested and leaked from the tear/cut in silicone housing around the siphon guard. The valve could not be reflux due to the damaged silicone housing. The valve passed the test for programming, siphon guard and pressure. The root cause for the damaged silicone housing is probably due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the occlusion issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issue was noted.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim programmable in-line valve was placed as a ventriculoperitoneal shunt on an unknown date with an unknown setting and was reportedly occluded. No patient symptoms were provided. The patient was taken to the operating room on (B)(6) 2020 for a shunt revision for a new valve placement. No further complications were reported.